Manufacturer narrative:
The manufacturer's field service engineer was unable to duplicate the reported problem, but the occurrence of the error code was confirmed in the event history. The manufacturer's engineer performed periodic maintenance. No parts were replaced due to the reported occurrence. Unit was checked overall, cleaned, run in tests and functional tested.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete. Patient information was requested, the only information provided was the patient gender.

Event description:
Customer reported the oxygen device failed and there was an audible alarm . There was no patient harm.